Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer was hospitalized for a low blood glucose of 35 mg/dl. Ems took the customer to the hospital; the patient was moaning and unresponsive. The patient was treated with glucose tablets and 2 amps of dextrose. Troubleshooting did not occur. The insulin pump will be returned for analysis.